Event description:
It was reported the patient is receiving stimulation, it is not providing relief. The patient indicated stimulation "never really helped". The patient does not wish to be reprogrammed and desires to have his scs system explanted. The patient consulted with his physician regarding undergoing surgical intervention and a CT scan was ordered.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.